Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of dilaudid via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the hcp was unable to aspirate/drain the patient's catheter through the catheter access port (cap) or through catheter via syringe during a pump replacement. The hcp attempted to drain the catheter above waist with gravity but there was no return. The hcp decided against performing a dye study or placing a new catheter. Instead, the new pump was placed on the existing catheter and plans were made for a future dye study. A bridge bolus was programmed and pump settings were updated. The pain management and post anesthesia care unit teams were notified about the catheter patency. It was confirmed that no interventions were performed. The issue was not considered resolved at the time of the event. The patient¿s undated medical history included heart disease. Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the pump replacement was planned as the pump was at eri. The pump was discarded after the case. No date had been determined for the planned dye study. It was also noted that the patient's medical history was not thought to be related to the their pump or therapy.